Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned and the pocket was sutured tighter to support the ipg. No device malfunction was suspected. The physician believed the charging difficulty was a result of the incident where the patient caught the ipg on the seat and moved it out of place or possibly flipped it. The ipg also appeared to be greater than 2cm in depth upon examination. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging due to the location of the ipg, and great deal of pain following an accident wherein the ipg got bumped on a chair. It was noted that the ipg moved and appeared to be tilted in the pocket on palpation. X-ray confirmed that the ipg had shifted in the pocket. The physician believed that the ipg was sitting at an angle. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016.

Event description:
A report was received that the patient was experiencing difficulty charging due to the location of the ipg, and great deal of pain following an accident wherein the ipg got bumped on a chair. It was noted that the ipg moved and appeared to be tilted in the pocket on palpation. X-ray was taken and result was not available. The physician believed that the ipg was sitting at an angle. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging due to the location of the ipg, and great deal of pain following an accident wherein the ipg got bumped on a chair. It was noted that the ipg moved and appeared to be tilted in the pocket on palpation. X-ray confirmed that the ipg had shifted in the pocket. The physician believed that the ipg was sitting at an angle. The patient will undergo a revision procedure.